Event description:
Healthcare professional later reported left side capsular contracture, baker grade IV. Device has been explanted and replaced. Device discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding explant surgery and availability of device return has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unspecified, "deformed", "water cyst" and "burning sensation in the left rib area."

Event description:
Patient reports left side ¿deformed¿, ¿water cyst¿ and ¿burning sensation in the left rib area.¿ device remains implanted. Additional information received by the physician: capsular contracture, baker grade unspecified.